Manufacturer narrative:
(B)(4): study event. The device was received. Investigation is not completed.

Event description:
Device malfunction: leak in device. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during the rx viatrac device preparation, when negative pressure was pulled, air bubbles were observed escaping into the syringe. The device was not used and there was no pt involvement. Though requested, no add'l info was provided. Additionally, the device was received and during device evaluation, a hole was found in the balloon material.